Event description:
The complainant had an impella cp support for a 46-year-old male patient admitted in for a high risk surgery of the mitral valve and coronary artery bypass graft (CABG). The pump came out of position and could not be redelivered. The pump was explanted after just under 7 hours of support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely attempt to recross the valve wirelessly.